Manufacturer narrative:
The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the mechanical inspection, a stylet intended to be used with this lead could not be properly introduced and advanced within the lead's lumen. Subsequent analysis revealed the presence of coagulated blood in the lumen of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the implantation procedure. Further analysis of the lead did not reveal any other irregularity that might have contributed to the reported clinical event. The values of the parameters measured during the analysis of the fixation mechanism proved to be within the technical specifications. In summary, coagulated blood was found in the lumen of the lead, which was introduced most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial lead was unable to deliver pacing when required and exhibited non-detection. It was confirmed through fluoroscopic imaging that the lead had dislodged and exhibited no capture. A surgical revision was done to explant the lead. This lead was no longer in service and will be returned for analysis. No adverse patient effects were reported.